Event description:
It was reported that a pt developed peeling of the skin, a skin infection, and liquid-filled blisters, that burst to form open wounds on the right hand, approximately four to five days, after removal of an appliance from retainer brite solution; the mouth was not affected. The pt went to the hospital and was administered steroid creams and antibiotics, after which the symptoms reportedly subsided.

Manufacturer narrative:
Retained samples were evaluated and found to be in specification. Also a DHR review was conducted with no abnormalities noted.